Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed operational check for paddles. Three was no report of patient involvement.

Manufacturer narrative:
The issue was isolated to a faulty therapy pca. The therapy pca was received for failure analysis by philips. The therapy pca was placed on an mrx test fixture and the operation check passed. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy pca. Philips cannot rule out that a malfunction occurred at the time of the reported event.